Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (fse) inspected the system onsite and confirmed the reported event. Analysis of the log files by the rse could not find any errors. A philips field service engineer (fse) inspected the system onsite and during troubleshooting, fse found that the inventor of the generator was dead causing the issue. Fse replaced the power inverter certeray, which resolved the reported problem. After replacing the power inverter certeray of the generator, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system does not start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.